Manufacturer narrative:
Initial reporter is a synthes employee. Investigation summary: it was reported that during an inventory of the metro sets on (B)(6) 2019, it was found out that the tip of a t8 star drive screwdriver shaft was rounding off and was no longer functioning correctly. There was no procedure and patient involvement. Investigation flow: damage. Visual inspection: the star drive screwdriver shaft t8 55 mm (p/n 314.453, lot # 3240482) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of device was worn and stripped. The etching was also observed to fade. No other issues were identified with the returned components of the device. Dimensional inspection of the tip was not conducted due to the post manufacturing deformation. The device received was stripped and worn. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the star drive screwdriver shaft t8 55 mm (p/n 314.453, lot # 3240482) as the device was stripped and worn. The definitive root cause cannot be determined but the potential cause could be due to the usage of the device over the 9+ years. There is no indication that a design or manufacturing issue has caused the issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.453. Lot: 3240482. Manufacturing site: (B)(4). Release to warehouse date: september 08, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inventory of the metro sets on (B)(6) 2019, it was found out that the tip of a t8 star drive screwdriver shaft was rounding off and was no longer functioning correctly. There was no procedure and patient involvement. This is report 1 of 1 for (B)(4).